Event description:
The pt underwent initial bilateral mastectomies with immediate reconstruction and device placement bilaterally in (B)(6) 2008. The pt had post-operative complications with the left breast in (B)(6). 2009. On (B)(6) 2009, the surgeon performed a revision of the left breast with removal of the implant and original device, and inserted a new device and tissue expander. On (B)(6) 2009, the surgeon debrided the left breast wound, and explanted the device. The surgeon reported that the explanted device was non-adherent. There have been no other issues with the left breast to date. In (B)(6) 2010, the pt developed possible infection in the right breast, but cultures were negative. The physician removed the implant and found the device "free-floating" in pus-like fluid, and only partially adherent. Lifecell evaluated this complaint as being related to an inflammatory response by the pt given the time differences in event and multiple lots involved. Lifecell is now reporting as a malfunction that led to explant of the device.

Manufacturer narrative:
Reference suspect medical devices: model # 0816001, lot s10272-009. Exp. 05/13/2009, MFR 05/30/2008. Model # 0816001, lot s10272-007, exp. 05/13/2009, MFR 05/30/2008. Model # 0516001, lot s10484-007, exp 09/30/2009, MFR 10/08/2008. Method of eval: review of the device history records. Query of lifecell's complaint management system for any other issues or complaints reported against devices distributed from lots s10272 and s10484. Review of the device history records resulted in no remarkable findings. At the time of initial complaint investigation, there were (B)(4) grafts from lot s10272 & lot s10484 distributed, including (B)(4) grafts that were reported as implanted. As of (B)(4) 2011, there was no other similar complaint reported to lifecell against this lot s10272 & lot s10484. The device malfunctioned as it was not incorporated after a time frame which it would be expected to be incorporated, but did not contribute to skin breakdown and infection. Although the pathology report stated there was a chronic inflammatory process, it is unk if this contributed to the malfunction. Lifecell is now reporting as a malfunction that led to explant of the device.